Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 87 mg/dl, 140 mg/dl, 160 mg/dl, and 164 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.